Manufacturer narrative:
The pump was tested by manufacture and operated within specifications. The operation history log was also downloaded and reviewed. The history log shows that an infusion was delivered in standard mode at a rate of 5cc/hr with volume to be delivered of 92.0cc at 11:53pm. At 6:45am, the device was put on hold and the rate was changed to 45cc/hr (remain vtbd was 57.7ml) the device completed the infusion at 8:03am. At 8:05am, the volume to be delivered was increased to 30ml the device then started the infusion. At 8:46am, the device stopped the infusion due to empty container alarm.

Event description:
The device was infusing morphine on a patient at a rate of 5ml/hr. Somehow, the rate switched to 45ml/hr from 5ml/hr. The patient went into "comatose" and clinician had to administer narcan to reverse.